Event description:
Information received indicates when the brake is engaged the casters do not hold.

Manufacturer narrative:
The technician found the casters were worn and could not be adjusted further. He replaced the casters to repair the bed.